Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 654c59 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a dent in the nozzle, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event log shows cut communications lost error during both the last firing of clinical use and during testing. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be not working properly. No conclusion could be reached as to what may have caused the pcb board to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 654c59, and no non-conformances were identified. Additional information was requested and the following was obtained: which reload color was used? Not disclosed what was the surgical procedure? Gastric bypass what anatomical structure was stapled with this device? Bowel and stomach what steps were taken to start up the device again? Or did the device automatically restart? The device automatically restarted

Event description:
It was reported that during an unk procedure, using a stapler during the firing the device would pause and then start back up again. No patient harm was reported.